Event description:
The customer stated that a physician questioned an axsym bhcg result of 967 mlu/ml reported on a pt. The pt's previous axsym bhcg result in 2001 was 51,852 mlu/ml. The sample in question (967 mlu/ml) retested at 67,611 mlu/ml after axsym sample probe replacement and recalibration. No impact to pt mgmt was reported.